Event description:
Follow up information identified the patient¿s ipg was explanted and replaced on (B)(6) 2020, which resolved the issue.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event: date is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported the patient underwent an unrelated surgery where surgery mode was not turned on prior to the surgery, and was later unable to communicate with the ipg with external devices. Troubleshooting was unable to resolve the issue, and the ipg is considered inoperable. To address the issue, the patient may be awaiting surgical intervention.